Manufacturer narrative:
Report source: article titled "a prospective comparative study of kyphoplasty using the jack vertebral dilator and balloon kyphoplasty for the treatment of osteoporotic vertebral compression fractures", by g. W. Shen, n. Q. Wu, n. P. Zhang, z. S. Jin, j. Xu, g. Y. Yin. Method: device was not returned; followed up with company rep.

Event description:
In an article titled "a prospective comparative study of kyphoplasty using the jack vertebral dilator and balloon kyphoplasty for the treatment of osteoporotic vertebral compression fractures", the following events were noted: two asymptomatic small leaks of bone cement in one vertebral body in the dilator kyphoplasty group; and four vertebral body cement leakages, but without clinical symptoms in the balloon kyphoplasty group. Note: polymethylmethacrylate (pmma) was used, however, it is unk if it was hv-r bone cement. Note: medtronic spine, llc does not currently distribute product in (B)(4). No additional info was reported.